Event description:
During the procedure balloon assisted coil embolization, the coil was dislodged from the aneurysm by the guidewire and it migrated into the m2 segment of the middle cerebral artery (mca). The physician attempted to retrieve the coil using several devices over a period of three hours; the coil was pulled to the m1 mca segment but could not be removed further. A thrombectomy device was used to remove any clot forming in the patient vessel and neurosurgery was consulted, no further action was taken. The patient is currently reported to be stable.

Manufacturer narrative:
The aneurysm being treated was 2.5mm with a neck of 2.5mm.

Event description:
During the procedure balloon assisted coil embolization, the coil was dislodged from the aneurysm by the guidewire and it migrated into the m2 segment of the middle cerebral artery (mca). The physician attempted to retrieve the coil using several devices over a period of three hours; the coil was pulled to the m1 mca segment but could not be removed further. A thrombectomy device was used to remove any clot forming in the patient vessel and neurosurgery was consulted, no further action was taken. The patient is currently reported to be stable.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.